Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc sk devices at c5-6 and c6-7 on (B)(6) 2025. Patient stated that when she awoke from implantation surgery, she was paralyzed with only the ability to move her eyes. Patient stated that the surgeon told her that the implant was pushed too far posterior, and that the implant had smashed her spine, and he had to take it out. A DHR review found no anomalies associated with the complaint. Complaint trending found that the probability of occurrence is remote. The risk assessment was reviewed and hazards and harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The sk devices remain implanted in the patient and were not returned; therefore, no evaluation could be completed. Additionally, imaging was not provided. There were no anomalies identified during the complaint investigation. The patient's postoperative complications were likely caused by surgical technique. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with two pdc sk devices at c5-6 and c6-7 on (B)(6) 2025. Patient stated that when she awoke from implantation surgery, she was paralyzed with only the ability to move her eyes. Patient stated that the surgeon told her that the implant was pushed too far posterior, and that the implant had smashed her spine, and he had to take it out. Patient spent one week in the ICU, followed by a month at a spine rehab center, patient continues to go to pt three times a week and has been unable to return to work. Patient had to relearn how to walk and continues to have arm and hand numbness.